Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial lead was repositioned multiple times during an implant procedure due to patient anatomy. The helix then failed to extend and insulation became twisted. Lead was replaced. Patient had no consequences as a result of the event.